Event description:
It was reported that the right ventricular lead exhibited noise. The ventricular sensitivity would be gradually decreased until the noise diminished.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.